Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a design limitation of the main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint could not be reproduced during evaluation. However, review of the device data logs revealed the device displayed a ventilation stopped and unexpected restart error message. The customer was provided a replacement device. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.